Event description:
The spo2 stopped working. Rptr worked with witt tech support over the phone. They sent a new version e s4 board. The upgraded s4 board has fuses on the 15 volt power supplies to protect the system if power supplies short. Old s4 board (no fuses) had a shorted power supply. The board had high current draw and burned up three contacts on the main motherboard. If the contacts did not burn up the board could have started a fire.